Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The infections had to be surgically addressed. Seventeen patients healed after single irrigation and debridement, two patients were treated by staged debridement, hardware removal was performed in two patients and four patients underwent change in instrumentation or additional augmentation. Four patients had positive intraoperative bacterial non-purulent fluid accumulations (B)(6) which were considered seromas.

Manufacturer narrative:
(Results) average age 62.8 years (ages ranged from 25-83 years). 6 males; 20 females. Bone void filler (therapy dates not provided) posterior instrumentation (therapy dates not provided). (B)(4). Refer to manufacturer report # 1030489-2011-00321 for further details regarding seromas.

Event description:
Post operative complications were reported in a retrospective study presentation of patients who underwent instrumented lumbar poste rolateral fusion with rhbmp-2 for degenerative spine conditions between 2002 and 2009. Twenty-six patients developed infections. Ten patients required reoperations with debridement. The average total dose of rhbmp was 1 4.8mg (12-36).